Event description:
It was reported that the patient was unable to achieve an erection with an ambicor penile prosthesis (app) due to an implant malfunction of unknown origin. A replacement surgery was performed in which the existing device was removed and a new app was implanted. No information was provided about the patient's outcome. It was further reported that the patient was recovering after the procedure and did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.